Manufacturer narrative:
(B)(4). Separates is not specifically addressed on the provided caution label. No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. This device is shipped with an attached caution label, in which it is illustrated; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." W/o an inspection of the complaint product a definite root cause cannot be found. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle (per warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds specification. According to the event description the "wire guide looped around the tip of the needle." An attempt was then made to withdraw the needle through the needle when the "tip got sheared". Complaint appears to be the results of an attempt to pull the wire back through the needle. We will continue to monitor for similar complaints. Per the quality engineering risk analysis performed, there is insufficient risk; therefore, no further action is required at this time.

Event description:
While attempting to obtain venous access of the right groin vein using the stainless steel wire guide, the micropuncture stainless steel wire guide looped around the tip of the needle. While gently withdrawing the wire, about 1-1.5 cm of the tip got sheared and was retained in the subcutaneous tissues. Manual pressure was applied to the area for at least 15 mins and when checked on fluoroscopy, it was still in the same position. The wire could not be palpitated and appears to be superficial and outside a blood vessel. Pediatric surgery recommended to monitor and re-evaluate in 1 week as an outpatient. The pt was discharged. Pt was discharged. At the time of this report correct status was unk.